Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead was pacing and sensing the ventricle. The suspected cause was atrial lead dislodgement. No changes or interventions were reported. There were no patient consequences.